Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the color gravity module (cgm) ws cracked and leaking. The fse replaced the tubing to resolve the reported problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a contained leak on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing ppe consisting of gloves and a lab coat when the leak was discovered. There was no exposure to open wounds or mucuous membranes at the time of the event.